Event description:
Physician using bayonette cautery. While utilizing noticed an injury to corner of mouth on left side and gray/white injury to inner aspect of left lip. Upon inspection of bayonette cautery breakdown in insulation noted by physician and cst.